Event description:
As reported, during use in patient in this target market release (tmr), this finger cuff provided a bp (blood pressure) value slightly lower from the arm cuff being both devices positioned in the same arm. The arm cuff showed the expected bp values according to patient status. No error message was shown. The issue was solved by restarting the cuff. The patient was not treated according to wrong values provided. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Patient demographics unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The device was not received for evaluation. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the reported malfunction.